Event description:
A customer reported that during a vitrectomy surgery the system displayed a system message. The procedure was completed with a delay of more than 15 minutes. There was no harm to the patient. Add'l info has been requested but non has been received to date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).